Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter- employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). At the time of the report the action taken with dianeal pd2 ambuflex was ongoing. On (B)(6) 2012, the patient experienced peritonitis, on the same day the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with an injection of refline (1gm, ip, daily) and an injection of fortum (1gm, ip, daily). The outcome was unknown.

Manufacturer narrative:
(B)(4). This complaint is not confirmed. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.